Event description:
Patient received s-rom noiles knee-tep. Revision because of fracture at femoral extension area.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combinations. The investigation concluded, based on examination on the fracture surface of all these broken pieces from the sleeve, stem and screw bolt using scanning electron microscopy (sem) revealed fatigue striations in multiple locations near crack initiation areas, which were the cause for the fractures of these three pieces. It was noticed that some of the fracture surfaces were heavily burnished so the exact initiation sites were unable to determine. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.